Manufacturer narrative:
(B)(4). The insulin pump was received with dog chew marks, minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads.t he reservoir tube lip has been chewed up by a dog. Unable to insert a reservoir due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the reservoir plastic was falling. Customer cannot recall the blood glucose reading. Troubleshoot was performed. The customer stated that they had damage at the location of the ring damage was from the top of the reservoir compartment. The insulin pump was returned for analysis.